Event description:
It was reported that the transmitter not working occurred for transmitter serial number (B)(4). However, data was evaluated and the allegation was confirmed for transmitter serial number (B)(4) because signal loss greater than an hour was found. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of the transmitter not working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).